Manufacturer narrative:
(B)(4). One spring wire guide (swg) and a lidstock from product cs-25703-e/lot 71f16c0834 were returned for evaluation. A visual exam was performed and it was observed that the guide wire had two kinks located 14.6 and 17cm from the j-tip bend. Microscopic examination confirmed that both welds appeared full and spherical. The guide wire length and diameter were measured and both were found to be within specification. A manual tug test confirmed that both welds remain intact and the wire feels typical. A device history record (DHR) review was performed on the swg, ars and introducer needle and did not reveal any manufacturing related issues. The report that the guide wire kinked during insertion was confirmed by visual examination of the returned sample. The guide wire had two kinks located 14.6 and 17cm from the j-tip bend. Since the guide wire is always inserted through another component such as an introducer needle , ars syringe , or introducer catheter , and none of these components were returned, the probable cause of this issue could not be determined. No manufacturing, supplier or design issues were identified.

Event description:
The customer alleges that the swg kinked during use. A new set was opened and the procedure was completed without issue.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg kinked during use. A new set was opened and the procedure was completed without issue.